Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to lymphoma.

Event description:
Patient has reported "lymphoma." Pathological markers confirming lymphoma have not been received. This device relates to unknown side. The device remains implanted.